Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple stored episodes of auto mode switch due to noise on the atrial lead were observed. The noise could be reproduced in clinic with isometrics. All electrical measurements were normal. The patient was asymptomatic. No intervention was performed. The patient would continue to be monitored.